Event description:
Over the past year, there were 2 separate instances of itu losing connection, leading to an interruption in patient exam. Manufacturer contacted in both instances; ge came and replaced damaged cable resolving the problem for now. Manufacturer response for x-ray, (brand not provided) (per site reporter). Manufacturer contacted in both instances; ge came and replaced damaged cable resolving the problem for now.